Manufacturer narrative:
The manufacturer previously received information alleging an issue related to the device's sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. In initial reports section b5 mentioned incomplete, correct b5 should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an particles in the water tank/tray, patient wakes up with vertigo, is on antibiotics due to respiratory infection, and is suffering from coughing up yellowish mucus and nasal/throat irritation or soreness related to a CPAP device's sound abatement foam. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated, and evidence of sound abatement foam degradation or breakdown was not observed in the base unit. The manufacturer observed dust/dirt contaminants in the air inlet. A gray contaminant inside the top enclosure, front panel, and bottom enclosure was found. White particles in the blower box and blower were observed. A dark gray contaminant was found at the blower seal on the blower box. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and that there was no evidence of sound abatement foam degradation or breakdown observed in the base unit. The manufacturer confirmed the presence of contamination throughout the device. Section h6 health effect - clinical code has been added, and medical device problem code, type of investigation, investigation findings, and investigation conclusions have been updated.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused vertigo, respiratory infection, cough and mucous production. The patient did receive medical intervention and is on prescribed antibiotics. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.